Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports there has been an ongoing issue with an unknown number of wafers with unknown lot numbers for approximately three months. No injury has occurred with use of the wafers but end user states she has experienced a decrease in wear time from 2-3 days to 1 day. No photo provided.